Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. The logfile shows forty eight successfully performed treatments. The reported treatment could not be identified in the logfile, due to missing patient data. Log files shows no relevant info or warning message for the treatment day for left eye treatments. No technical root cause could be identified. No technical root cause could be determined for the reported event. Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported during a laser assisted flap procedure partial flap was created. The issue was corrected right away using photorefractive keratectomy (prk).